Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9145789. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 20ga x 1.16in 1.1mm x 30mm) experienced defective/damaged tubing. The following information was provided by the initial reporter: at 9:11 am on (B)(6) 2020, y shape with luer joint indwelling needle was used for a patient. At 13:44 pm, when the patient was examined by enhanced CT, it was found that the extension tube of the indwelling needle was broken and leaked liquid. The removal of the indwelling needle was stopped immediately and a new indwelling needle was replaced. The patient had no uncomfortable reaction.

Manufacturer narrative:
Medical device brand name: bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 20ga x 1.16in 1.1mm x 30mm) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system (y luer with prn and end cap) 20ga x 1.16in 1.1mm x 30mm) experienced defective/damaged tubing. The following information was provided by the initial reporter: at 9:11 am on (B)(6) 2020, y shape with luer joint indwelling needle was used for a patient. At 13:44 pm, when the patient was examined by enhanced CT, it was found that the extension tube of the indwelling needle was broken and leaked liquid. The removal of the indwelling needle was stopped immediately and a new indwelling needle was replaced. The patient had no uncomfortable reaction.